Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient previously implanted with a resolute integrity rx coronary drug eluting stent called to query what the implanted stent is made from. The patient states being generally sick with shortness of breath since implantation of the stent. The patient states being diagnosed with an allergy to cobalt chromium while being tested for allergies to metal for an upcoming knee replacement. The patient was advised to see an allergist to get more details and specifics as to allergies and to work with the allergist and cardiologist for a resolution to symptoms. The patient was sent the IFU.